Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The customer reported was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the events occurred due to connector lock failure and bent pin at video connector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center battery was dead, and the analog scope image did not appear. The issue was found at preparation for use before a diagnostic procedure that was completed with a similar device and without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no image due to bent pins inside the video connector socket and failure in the video connector's locking section. Should additional relevant information become available, a supplemental report will be submitted.